Event description:
It was reported that the patient presented prior to generator exchange. Upon interrogation, it was noted that the atrial lead exhibited noise oversensing. The reported lead was capped and replaced on (B)(6) 2023. The patient was in stable condition.

Event description:
It was reported that the patient presented prior to generator exchange. Upon interrogation, it was noted that the atrial lead exhibited noise oversensing. The reported lead was capped and replaced on (B)(6) 2023. The patient was in stable condition.